Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy plus pump alarmed with a "no disposable, pump won't run" alarm during infusion. The patient was unable to resolve the issue because the line clamp could not be closed, and the pump was turned off. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.